Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic ovarian resection procedure, the device had a difficulty in cutting and sealing. No error code was displayed. Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The device was returned in good physical condition. The device was connected to a test handpiece and functionally tested with a generator. There were no anomalies noted with the functionality of the device. The device activated and cut the test media.